Event description:
Customer reportedly obtained results of 13mg/dl, 17mg/dl, and 72mg/dl on the compact system within 10 mins. No action taken on device results. No adverse event reported. Requested return of suspect strips and replacement was sent.